Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was not returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer was taken to the hospital where he received blood glucose results between 400-500 mg/dl and was diagnosed with diabetic ketoacidosis. The nurse was unable to provide what type of treatment was given to the customer. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged. The customer's current condition is stable.